Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per review of imagery provided, calcification and tortuosity are observed in the patient's access vessel. In this case, the sheath resistance, sheath liner puncture, sheath liner strand and subsequent unspecified vascular was confirmed. Available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on sheath, valve caught on liner, excessive manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 14f esheath plus went up with no troubles at all. The physician tried to advance the 26 mm commander delivery system and the valve with a great deal of resistance. It started to move a bit more proximal with a little backwards tension and removal of the sheath. They continued to try to advance with no luck, and showed that the valve was stuck and the delivery system was coiling up on itself and kinked. They tried to remove the entire delivery system and sheath together to maintain the valve in the sheath. However, upon sheath removal the valve stripped off the balloon and was lodged in the common femoral artery. They maintained wire position and tried many ways to pull the valve back lower to grab with kellys. There was no luck, the vascular surgeon scrubbed in. They inserted a coda balloon into the distal aorta to maintain blood pressure as the valve was carefully removed from the artery and the artery repaired with a 10 mm dacron graft. After repair a runoff was performed which showed a clot at the popliteal artery. The ic performed angiojet and was able to reestablish flow downstream. The case was aborted and no valve was implanted. The patient was stable and taken off the table. Per additional information received from the fcs the patient expired. Per the fcs, after removal it was noted the sheath was damaged and the valve struts were bent. The kink on the commander was within the first 20 cm. The valve never exited the tip of the sheath. There was no abnormalities noted with the sheath prior to use. The expansion tool was used and the fcs believes the loader was able to be fully inserted into the sheath/sheath housing. The sheath angle didn't appear to be steep but the scrub techs said it was more of a vertical stick. The delivery system was at the sheath housing and partially expandable portion when resistance was noted. Per the fcs, all the pieces of the sheath were accounted for. Per engineering review of a provided photo the liner appears torn with a liner strand at the distal end. The liner is torn and the delivery system is puncturing through the torn liner immediately distal to the strain relief.